Event description:
When philips released their recall on CPAP machines and then described the symptoms attributable to this recall, I noticed I've been having these for a while now. I can't pinpoint the exact date, so I just put (B)(6) 2018 as an estimate. The symptoms I have are sinus infections, headaches, migraines, eye irritation, wheezing, coughing. I've been having these for several years and have been/called doctors about them, but they said I just need to clean my CPAP more often. FDA safety report ID # (B)(4).